Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant reported a patient with peripheral diffuse lamellar keratitis (dlk) superior and inferior one day post lasik in the right eye. Patient was prescribed topical steroids to use six times a day. Four days later, dlk was reported resolved. Patient was instructed to decrease topical steroid dosage until out and then switch to another topical steroid drop. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. (B)(4).